Event description:
It was reported that there was a connection issue between the homechoice cassette and solution bag which resulted in a leak. It was stated this was the second time the issue occurred. The heater bag line got loose and solution leaked all over the cycler. This occurred during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: lot d24l10517 was reported, however the lot is not recognized by the system, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.